Event description:
It was reported that while in the coronarography unit, the md inserted the sheath. When the md tried to advance the intra-aortic balloon (iab) through the sheath, the iab could not be inserted past the renal arteries. As a result, the md removed the iab and the sheath as one unit and inserted a datascope iab. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was interrupted/delayed until the md could insert another iab successfully. There were no reported pt complications. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.